Manufacturer narrative:
We have contacted the initial rptr to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt was allegedly treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Medical records have not been provided and it appears the mesh remains implanted. With the currently available info, no conclusion can be drawn at this time.

Event description:
The following was reported by the pt's wife: on (B)(6) 2003 - the pt underwent an umbilical hernia repair with "kugel" mesh. On (B)(6) 2009 - the pt developed drainage from umbilicus and has was incised and drained in the surgeon's office for "stitch abscess". The pt was also prescribed doxycycline antibiotics. On (B)(6) 2011 - the pt continues with reddened, warm abdomen and drainage from umbilicus.